Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports. A visual inspection under 10x magnification revealed hairline cracks on the housing around both power ports of the controller. An internal inspection did not reveal evidence of fluid ingress. Internal inspection revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports event can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Review of the alarm log file revealed two (2) controller fault alarms logged on 24/may/2023 at 05:44:52 and 06:21:21, respectively, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis also revealed a controller power up event, with an associated pump start event, logged on 24/may/2023 at 05:47:58. The data point recorded in the controller's internal logs prior to the first loss of power revealed that loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 96% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. Additionally, log files revealed a vad disconnect alarm indicating a physical disconnection of the driveline from the controller was logged on 24/may/2023 at 08:18:21, likely due to the reported controller exchange. Review of the alarm log file did no power disconnect alarms were recorded within the analyzed period. A loss of power to the controller will result in a continuous audible no power alarm; it is likely the no power alarm during a loss of power was perceived as the reported "power disconnect alarm. As a result, the reported controller fault and loss of power events were confirmed. The reported power disconnect alarm event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the loss of power can be attributed to the reported accidental disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life. It was noted that the patient was confused and accidentally disconnected both power sources thinking it was a power source issue, resulting in a power disconnect alarm and ventricular assist device (vad) stop. The patient immediately reconnected power without issue. The patient came to the emergency room and the controller was exchanged without issue. The patient was immediately discharged. No patient complications have been reported as a result of this event.